Manufacturer narrative:
The npds-7 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. As the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all npds-7 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use states the following: ¿the nasal pancreatic drainage set is used for temporary endoscopic drainage of the pancreatic duct through the nasal passage by use of an indwelling catheter¿. There is evidence to suggest the user did not follow the IFU. A definitive root cause of off-label use was identified from the available information. From the information provided it is known that the npds-7 device was used as an irrigation tool rather than a drainage catheter. As per the IFU, the device is intended to be used for temporary endoscopic drainage of the pancreatic duct. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Event description:
Paredes 2019 ¿lumen-apposing metal stents versus biliary fully-covered metal stents for eus-guided drainage of pancreatic fluid collections: a case control study¿ a 7 fr nasocystic catheter (liguory, cook medical) for lavage with continuous perfusion of saline solution (500 cc¿2000 cc per day depending on patient tolerance) for 5 to 7 days was placed in some cases in the presence of solid debris at the discretion of the endoscopist. Four patients in the ec-lams group (13%) and 35 (58%) in the bfcsems group had a nasocystic lavage catheter placed for perfusion of saline solution through the stent due to the presence of large amount of solid debris (p < 0.0001). This complaint captures the off-label use of the npds device. Npds was used as an irrigation tool instead of drainage of bile duct.

Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.